Event description:
It was reported that asymptomatic patient presented to clinic for normal follow-up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be monitored.

Event description:
New information received noted oversensing; lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.